Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection was loose between the supply line and the solution bag for peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.